Event description:
It was reported to medtronic neurosurgery that the device was explanted because the pt had high brain pressure.

Manufacturer narrative:
The valve was patent and passed reflux and leak testing. It did not meet the requirements for siphon testing, this precluded pressure-flow testing at -50 cm hydrostatic pressure. The device met all other specs for pressure-flow and preimplantation testing. Proteinaceous debris was identified on the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open and interfere with the anti-siphon device, which may result in siphoning. A review of the mfg records showed no anomalies. All of the valves are 100% tested at the time of manufacture.